Manufacturer narrative:
The complaint sample is not available for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As was reported by a male consumer on (B)(6) 2016, he contracted a severe case of acanthamoeba keratitis in his left eye (os), while using the complaint solution. The consumer reported that he suffered permanent vision loss and underwent three surgeries: a cornea transplant, a pupilloplasty and a cataract lens replacement in an attempt to restore his vision. Additional information was received from the consumer, on 11/23/2016. The consumer reported that on (B)(6) 2015, he experienced light sensitivity and blurred vision and in about 6 days, he experienced complete vision loss (os). An anti-amoeba eye drop was prescribed (dosage and frequency of usage was not specified). It was reported that during the course of this treatment his cornea ruptured and an emergency corneal transplant was performed. He reiterated that two additional surgeries were performed following the initial transplant- a pupilloplasty and an iol replacement. Additional information has been requested but has not been received.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).